Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: (B)(6) 2021.

Event description:
The customer reported a ventilator experienced multiple failures which included a failed pressure accuracy test, a power supply issue, a spi (serial peripheral interface) bus failure, and a failed air/o2 flow accuracy test. The reported issue was evaluated and confirmed by the customer. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the data acquisition printed circuit board assembly (pcba) to address the failed pressure accuracy issue, however, the problem persisted as the unit would not build pressure at all and the blower would not provide flow. Additionally, the unit would not turn off despite being serviced by a philips field service engineer (fse) under fco (field change order) 86600050; fco in which the pm (power management) pcba was result. Due to the persistent issue of the device not powering off and a power supply issue, it was recommended that the customer replaced the motor control (mc) pcba and the central processing unit (cpu). Following replacement of the mc pcba and cpu, the device continued to fail the pressure and flow testing for air/o2 (oxygen); as a result the customer replaced the blower. The unit was then reported to pass all performance verification tests (pvt). No other anomalies were reported.